Event description:
It was further reported, the device was found faulty when it was returned to the loaner center. The after-sale service did not receive any reports from the hospital. There was no complaint from the customer.

Manufacturer narrative:
This report is being submitted for correction to event description and update to reporter occupation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress applied to the device during user handling. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. Screen blackout was noted with snowflake during angulation due to defective distal end insertion unit. Additionally, it was noted that the insertion tube was worn with indentation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, noise was generated and no image was displayed from the loaner bronchovideoscope. There was no procedure or patient involvement.